Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the device was unable to be interrogated. The device was explanted. The patient is in good condition following the procedure.

Manufacturer narrative:
No conclusion code available. The device was returned for analysis and the device would lose telemetry when interrogated while load was applied. The device was opened and battery voltage was measured to be at elective replacement indicator (eri) level. The implant duration was estimated to be 11.12 years, which exceeded the device's 9.7 year projected longevity, and was considered normal battery depletion. Device showed normal characteristics with a new battery. The device was found to lose telemetry at 2.33v. A product improvement request implemented additional screening to address loss of telemetry with the hybrid at end of life (eol) battery voltages.